Manufacturer narrative:
An event of retraction problem, valve capsule deformation, physical resistance when loading the valve, and activation problem was reported. The device was returned to abbott for investigation. The deployment lock button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed, and all were functional with no anomalies noted. The inner shaft was noted to have a bent damage, which is consistent with damage during use. The valve capsule was noted to have deformation damage. Upon cutting the valve capsule, the liner inside was observed to be peeled off and signs of dragging were observed on the liner. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported retraction problem, physical resistance when loading the valve, and activation problem could not be conclusively determined. However, the observed peeling of the liner inside the valve capsule and signs of dragging on the liner are consistent with possible valve misload, which could contribute to the reported issues. The reported surgical intervention was a result of case-specific circumstances as a surgical cut-down was performed to remove the device. Codes added: h6 medical device problem code: 2976 material deformation.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implantation utilizing a small flexnav delivery system. The patient was on cardiopulmonary bypass. During loading of the navitor, the gap between valve capsule and nosecone was wider than usual, but was able to be adjusted with the micro adjustment wheel. There was also more resistance than usual. During the initial deployment, when turning the deployment wheel the valve did not immediately emerge. The valve eventually emerged, but was clearly abnormal. Retraction was attempted but valve could not be fully recaptured. The navitor was then redeployed to 80%, the valve was still not deployed correctly as it was under-expanded compared to a normal 80% deployment. The tip of the valve capsule stopped just above the commissure attachment features (caf) on the valve. To remove the device, surgical intervention was necessary. A cutdown was performed, and the delivery system was removed without any vascular injury. The valve capsule was deformed. A replacement navitor valve was then implanted utilizing a replacement flexnav delivery system. There were no reported patient consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.